Event description:
The event is reported as: the customer alleges that the stem of the device is breaking off during set-up.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.